Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Alarm history was reviewed, and no alarm codes were found. Although the ear clip had a tiny piece broken on its corner the pump was able to detect all syringes used during testing. The ear clip was replaced to address the customer's concern. The right plunger case was also replaced due to cracks developing by the plungers¿ edges where the fasteners are used to hold left and right plunger case assembly together. The pump passed all performance verification testing.

Event description:
It was reported that the clip that holds syringe in place is broken. Reporter stated that the device wasn't recognizing the syringe. There was no patient involvement. The issue occurred before infusion.